Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. When the device was interrogated, the left ventricular lead was found to have high, out of range, pacing impedance. It was noted during testing that the device did not capture at high outputs. Programming changes were made and no phrenic nerve stimulation was noted. The patient's device resumed biventricular pacing after the programming changes were made. The patient was stable following the event.